Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat mixed mitral regurgitation (tr) grade 4+. First clip was placed septal-anterior commissure without issue. A second triclip xtw (lot: 40617r1113) was then placed septal-posterior commissure. During removal of the lock line, one end was observed to be stuck/tied to the lock lever and could not be unwound. Eventually a free end of the lock line was found and the stuck section was cut which allowed for removal of the lock line. The clip was then deployed successfully. The procedure ended with tr reduced to grade 1. There were no reported patient consequences or clinically significant delay.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a cause for the reported mechanical jam of inability to remove the lock line. The reported unexpected medical intervention was a result of case specific circumstance as the lock line was cut to be remove. There is no indication of a product issue with respect to manufacture, design, or labeling.